Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield radiolucent base unit was originally described as "not locking properly". There was pt contact, but there was no injury involved with this complaint. The reporter clarified by stating "we did not have a pt injury related to this radiolucent base unit... Just the potential for one related to the excessive wiggle room in the base unit". Further details regarding the date of the event and pt demographics was not provided.